Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient demographics requested however decline to answer.

Event description:
It was reported that the heparin infusion was programmed at an unspecified rate at 8:25pm however the user noticed that the bag was emptied at 935pm. The user noticed that the device showed 23.2 ml had infused. The customer stated that "there was no long term harm to the patient".although requested, no further details were provided by the customer for this event.

Event description:
It was reported that the heparin infusion was programmed at an unspecified rate at 8:25pm, however the clinician noticed that the bag was empty at 935pm with 23.2 ml infused per the device. The customer further stated they were requesting immediate review of the event logs due to unspecified patient harm; however they stated there was no long term harm or lasting effects. Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
The reported complaint of an over infusion of heparin was not confirmed or replicated. Physical inspection showed no anomalies. On 23may2019 at 8:22 pm the pcu, s/n (B)(4) was powered on and the source pump module, s/n 15007041 was added as channel a seconds later. At 8:25 pm the user programmed an infusion of the drug heparin (drug ID=282). The user entered a dose of 200unit/hr which would have made the infusion rate 2ml/hr. The user then entered a rate of 20ml/hr which changed the dose to 2000units/hr and then entered a vtbi of 250ml. At 9:35 pm the user powered off the pump module device. A primary volume infused of 23.2ml was recorded by the system. Functional testing showed the device to be operating within specification. Dimensional analysis of the returned incident set was performed. The IV set silicone segment (p/n 12088541) was found to be in specification with no issues observed. The set was also inspected and no issues were observed during inspection. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the customer¿s report of an over infusion of heparin was not determined.